Event description:
It was reported that during a coronary artery treatment procedure the stent dislodged. The lesion being treated was located in a moderately to severely calcified and tortuous portion of the left anterior descending artery. A 38mm taxus stent had difficulty crossing the lesion. While removing the device from the patient's body, the stent came off the balloon when coming out of the sheath. The procedure was completed using a shorter stent. There were no further complications and no injury to the patient.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).